Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer ((B)(6) supervisor) reporting false negative reaction with a patient later confirmed to have an anti-m against all m positive donors (cell#1,2,3,5,6,7,8,9 and 11) to the 0.8% resolve panel a lot# vra218. The patient was initially tested against another manufacture's reagent screening red cells diluted to a 0.8% concentration using the mts diluent 2 and reported a 3-4+ reaction against cell#1 and 3. (Cells 1 and 3 labeled as m positive and cell#2 was labeled to be negative for the m antigen). Customer tested the sample against the 0.8% resolve panel a lot# vra218 in the same lot of the mts anti-igg gel cards and reports the panel to be negative with a 15 min incubation. Customer went on and tested the sample against another manufacture's panel diluted to a 0.8% concentration using the mts diluent 2 and tested in the mts anti-igg gel card with a 15 min incubation and reports all m positive donors to have reacted 3-4+. Customer's concern is with the potential miss of an anti-m due to the negative panel and the patient not having any previous history on file. Customer repeated the testing of the homozygous m positive donors to the 0.8% resolve panel a lot# vra218 (cell# 8 and 9) with a 15 min incubation and again no reactivity was observed. Both cells were again negative. Customer also tested the 2 homozygous m cells from another 0.8% resolve panel in mts anti-igg gel cards with a 15 min incubation against the same patient and reports negative results. Issue started on: (B)(6) 2015. Frequency: isolated. Microtubes/wells or cell (donor #) affected: 1,2,3,5,6,7,8,9,and 11. Methodology used: manaul gel. Incubation time (for manual test only): 15 min. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: manaul gel ocd was able to confirm that the patient was not transfused based on the negative panel. No incorrect or erroneous results have been reported as a result of this concern. All listed ocd products have been confirmed to have normal appearance and have been stored according to the package insert indications.